Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette was not detected by the device. When turning on the pump with the cassette present, a 'remove and connect the cassette' warning appeared. When trying to replace it, the device said 'cassette not securely attached. Remove the cassette.' There was unknown patient involvement, and unknown signs or symptoms experienced.